Event description:
As reported, on (B)(6) 2004 this pt was implanted with gore excluder aaa endoprostheses. On (B)(6) 2008, imaging demonstrated a long needle with a proximal radiopaque marker within the device. The pt is reported to be in good condition. Further investigation is pending.